Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device has a hole cut in the hose and the coupling is defective. The device failed temperature, sound and rpm tests. The device was repaired and returned to customer on (B)(4) 2013.

Event description:
Customer reported the device presented a problem in the locking system, the hand piece was blocking and it overheated. This is report 1 of 1 for (B)(4).